Event description:
On (B)(6) 2012, pt requested assistance decreasing the basal rates on the infusion device from 12:00-3:00 a.m. Pt reported she had an insulin reaction on (b)(64) 2012 and believes she lost consciousness. She woke up on the floor and felt low, and she was able to self-treat with 4 glucose tablets. She checked her blood glucose and it was 31 mg/dl. She drank 8 ounces of apple juice and then began to feel better. Her normal blood glucose is 138-155 mg/dl. Pt is unsure what caused this event. Her blood glucose was 159 mg/dl the night before, and she delivered 2 units of insulin based on the bolus calculator. No allegations were made against the infusion device or related products, and no product issues were found during troubleshooting. No product will be returned for eval.